Manufacturer narrative:
This information is unknown. Date of event is unknown. Additional procode: hwc. Lot number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with a trochanteric fixation nail (tfn) for a left hip, status post fall on (B)(6) 2018. The patient underwent removal of the trochanteric fixation nail due to medial migration of helical blade secondary to fall and was converted to left total hip replacement on (B)(6) 2018. It was unknown if there was a surgical delay. Patient outcome was stable. Concomitant device reported: 11mm/130 deg ti cann troch fixation nail 235mm-sterile (part #: 456.328s, lot #: h446334, quantity: 1); 5.0mm ti locking screw w/t25 stardrive 38mm for im nails (part #: 04.005.528, lot #: unknown, quantity: 1). This report is for a 11.0mm ti helical blade 100mm-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient height reported as 5¿5¿. Patient age or date of birth not available for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.